Event description:
It was reported that a spectrum pump alarmed air in line. The reported problem was found during programming /set up at the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a reload set occurred. A review of the event history log revealed multiple events of reload set messages. A reload set message can appear with the language: "tube not properly loaded in air detector" which is what was reported. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor calibration values out of range and could not be calibrated. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.